Event description:
Boston scientific received information that the patient with this pacemaker and right atrial (ra) lead experienced palpitations. Upon follow up, loss of capture (loc) at maximum output, low p-waves, undersensing, and high pacing threshold measurements were noted. Dislodgement was suspected, however, an x-ray showed the lead to be in good position. An invasive procedure was subsequently performed to revise the lead. However, when the lead was tested on a pacing system analyzer (psa), all measurements were within normal limits. A physician elected to replace the device. However, the loc recurred the following day. Another invasive procedure was then performed, and this time, the ra lead was explanted and successfully replaced with a new lead. Additional information indicated that the physician could only find one spot with consistent atrial capture. Further, the physician believed that the patient has a non-device/lead related underlying condition that caused the change in the threshold measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.